Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain / lower mild to severe left lower quadrant pelvic pain'), abdominal pain ('severe abdominal pain') and diverticulitis ('diverticulitis') in an adult female patient who had essure (batch no. A36513) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not underwent essure confirmation test". The patient's medical history included multigravida, parity 3 ((B)(6) 2007, (B)(6) 2010 and (B)(6) 2012), recurrent abortion and irritable bowel syndrome. Concurrent conditions included body mass index normal. Concomitant products included oral contraceptive nos for birth control. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("severe menstrual cramping / dysmenorrhea (cramping)"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), fatigue ("fatigue"), diverticulitis (seriousness criterion medically significant), irritable bowel syndrome ("ibs"), muscle spasms ("muscle spasms"), vaginal discharge ("vaginal discharge"), dyspareunia ("dyspareunia (painful sexual intercourse)"), dyspepsia ("digestive system condition") and gastrointestinal disorder ("gastrointestinal condition") and was found to have weight decreased ("weight loss"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), menorrhagia ("increased menstrual flow"), cystitis ("bladder infection"), urinary tract infection ("urinary tract infection"), vaginal infection ("vaginal infection"), ovarian cyst ("type cyst on ovaries"), pain in extremity ("left forearm pain"), nervous system disorder ("neurological condition or problem"), inflammation ("chronic inflammation") and weight loss poor ("weight gain and cant loose it"). The patient was treated with antibiotics and surgery (bilateral salpingectomy - removal of bilateral essures and operative laparoscopy, bilateral salpingectomy, removal of bilateral devices and lysis of adhesions). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, dysmenorrhoea, cystitis, urinary tract infection, vaginal infection, bladder disorder, urinary tract disorder, migraine, headache, nausea, fatigue, diverticulitis, irritable bowel syndrome, muscle spasms, ovarian cyst, vaginal discharge, weight decreased and pain in extremity had not resolved and the abdominal pain, menorrhagia, dyspareunia, dyspepsia, nervous system disorder, gastrointestinal disorder, inflammation and weight loss poor outcome was unknown. The reporter considered abdominal pain, bladder disorder, cystitis, diverticulitis, dysmenorrhoea, dyspareunia, dyspepsia, fatigue, gastrointestinal disorder, headache, inflammation, irritable bowel syndrome, menorrhagia, migraine, muscle spasms, nausea, nervous system disorder, ovarian cyst, pain in extremity, pelvic pain, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal infection, weight decreased and weight loss poor to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 18.9 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: results: essure confirm. Pregnancy test - on an unknown date: results: negative. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain / lower mild to severe left lower quadrant pelvic pain"), abdominal pain ("severe abdominal pain") and diverticulitis ("diverticulitis") in an adult female patient who had essure (batch no. A36513) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not underwent essure confirmation test". The patient's past medical history included multigravida, parity 3 ((B)(6) 2007, (B)(6) 2010 and (B)(6) 2012) and recurrent abortion. Concurrent conditions included body mass index normal. Concomitant products included oral contraceptive nos for birth control. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain (seriousness criteria medically significant and intervention required), menorrhagia ("increased menstrual flow"), dysmenorrhoea ("severe menstrual cramping / dysmenorrhea (cramping)"), cystitis ("bladder infection"), urinary tract infection ("urinary tract infection"), vaginal infection ("vaginal infection"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), fatigue ("fatigue"), diverticulitis (seriousness criterion medically significant), irritable bowel syndrome ("ibs"), muscle spasms ("muscle spasms"), ovarian cyst ("type cyst on ovaries"), vaginal discharge ("vaginal discharge"), weight decreased ("weight loss") and pain in extremity ("left forearm pain"). The patient was treated with antibiotics, surgery (bilateral salpingectomy - removal of bilateral essures) and surgery (operative laparoscopy, bilateral salpingectomy, removal of bilateral devices and lysis of adhesions). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, dysmenorrhoea, cystitis, urinary tract infection, vaginal infection, bladder disorder, urinary tract disorder, migraine, headache, nausea, fatigue, diverticulitis, irritable bowel syndrome, muscle spasms, ovarian cyst, vaginal discharge, weight decreased and pain in extremity had not resolved and the abdominal pain and menorrhagia outcome was unknown. The reporter considered abdominal pain, bladder disorder, cystitis, diverticulitis, dysmenorrhoea, fatigue, headache, irritable bowel syndrome, menorrhagia, migraine, muscle spasms, nausea, ovarian cyst, pain in extremity, pelvic pain, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal infection and weight decreased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 18.9 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-may-2018: quality-safety evaluation of ptc. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain / lower mild to severe left lower quadrant pelvic pain"), abdominal pain ("severe abdominal pain") and diverticulitis ("diverticulitis") in an adult female patient who had essure (batch no. A36513) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not underwent essure confirmation test". The patient's past medical history included multigravida, parity 3 ((B)(6)2007, (B)(6)2010 and (B)(6)2012), recurrent abortion and irritable bowel syndrome. Concurrent conditions included body mass index normal. Concomitant products included oral contraceptive nos for birth control. On (B)(6)2014, the patient had essure inserted. In february 2013, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"), dyspepsia ("digestive system condition") and gastrointestinal disorder ("gastrointestinal condition"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain (seriousness criteria medically significant and intervention required), menorrhagia ("increased menstrual flow"), dysmenorrhoea ("severe menstrual cramping / dysmenorrhea (cramping)"), cystitis ("bladder infection"), urinary tract infection ("urinary tract infection"), vaginal infection ("vaginal infection"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), fatigue ("fatigue"), diverticulitis (seriousness criterion medically significant), irritable bowel syndrome ("ibs"), muscle spasms ("muscle spasms"), ovarian cyst ("type cyst on ovaries"), vaginal discharge ("vaginal discharge"), weight decreased ("weight loss"), pain in extremity ("left forearm pain") and nervous system disorder ("neurological condition or problem"). The patient was treated with antibiotics, surgery (bilateral salpingectomy - removal of bilateral essures) and surgery (operative laparoscopy, bilateral salpingectomy, removal of bilateral devices and lysis of adhesions). Essure was removed on (B)(6)2013. At the time of the report, the pelvic pain, dysmenorrhoea, cystitis, urinary tract infection, vaginal infection, bladder disorder, urinary tract disorder, migraine, headache, nausea, fatigue, diverticulitis, irritable bowel syndrome, muscle spasms, ovarian cyst, vaginal discharge, weight decreased and pain in extremity had not resolved and the abdominal pain, menorrhagia, dyspareunia, dyspepsia, nervous system disorder and gastrointestinal disorder outcome was unknown. The reporter considered abdominal pain, bladder disorder, cystitis, diverticulitis, dysmenorrhoea, dyspareunia, dyspepsia, fatigue, gastrointestinal disorder, headache, irritable bowel syndrome, menorrhagia, migraine, muscle spasms, nausea, nervous system disorder, ovarian cyst, pain in extremity, pelvic pain, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal infection and weight decreased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 18.9 kg/sqm. Hysterosalpingogram - on (B)(6)2013: essure confirm pregnancy test - on an unknown date: negative quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6)2018: pfs received: new event- dyspareunia (painful sexula intercourse), gastrointestinal or digestive system condition type and neurological condition or problem were added. On (B)(6)2018: pfs and medical record received: reporter information and other relevant history added incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), menorrhagia ("increased menstrual flow") and dysmenorrhoea ("severe menstrual cramping"). Essure was removed on (B)(6) 2013. At the time of the report, the abdominal pain, menorrhagia and dysmenorrhoea outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea and menorrhagia to be related to essure. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain / lower mild to severe left lower quadrant pelvic pain"), abdominal pain ("severe abdominal pain") and diverticulitis ("diverticulitis") in an adult female patient who had essure (batch no. A36513) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not underwent essure confirmation test". The patient's past medical history included gravida ii, parity 3 ((B)(6) 2007, (B)(6) 2010 and (B)(6) 2012) and recurrent abortion. Concurrent conditions included body mass index normal. Concomitant products included oral contraceptive nos for birth control. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain (seriousness criteria medically significant and intervention required), menorrhagia ("increased menstrual flow"), dysmenorrhoea ("severe menstrual cramping / dysmenorrhea (cramping)"), cystitis ("bladder infection"), urinary tract infection ("urinary tract infection"), vaginal infection ("vaginal infection"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), fatigue ("fatigue"), diverticulitis (seriousness criterion medically significant), irritable bowel syndrome ("ibs"), muscle spasms ("muscle spasms"), ovarian cyst ("type cyst on ovaries"), vaginal discharge ("vaginal discharge"), weight decreased ("weight loss") and pain in extremity ("left forearm pain"). The patient was treated with antibiotics, surgery (bilateral salpingectomy - removal of bilateral essures) and surgery (operative laparoscopy, bilateral salpingectomy, removal of bilateral devices and lysis of adhesions). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, dysmenorrhoea, cystitis, urinary tract infection, vaginal infection, bladder disorder, urinary tract disorder, migraine, headache, nausea, fatigue, diverticulitis, irritable bowel syndrome, muscle spasms, ovarian cyst, vaginal discharge, weight decreased and pain in extremity had not resolved and the abdominal pain and menorrhagia outcome was unknown. The reporter considered abdominal pain, bladder disorder, cystitis, diverticulitis, dysmenorrhoea, fatigue, headache, irritable bowel syndrome, menorrhagia, migraine, muscle spasms, nausea, ovarian cyst, pain in extremity, pelvic pain, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal infection and weight decreased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 18.9 kg/sqm. Most recent follow-up information incorporated above includes: on 16-feb-2018: pfs received- reporter added, patient historical condition added, concomitant drug added, event added as follows:- pelvic pain, cystitis, urinary tract infection, vaginal infection, bladder disorder, urinary problems, migraine, headaches, dyspareunia, fatigue, irritable bowel syndrome, diverticulitis, muscle spasm, ovarian cyst, weight loss, pain in extremity, did not underwent essure confirmation test. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain / lower mild to severe left lower quadrant pelvic pain'), abdominal pain ('severe abdominal pain') and diverticulitis ('diverticulitis') in an adult female patient who had essure (batch no. A36513) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not underwent essure confirmation test". The patient's medical history included multigravida, parity 3 (B)(6) 2007, (B)(6) 2010 and (B)(6) 2012, recurrent abortion and irritable bowel syndrome. Concurrent conditions included body mass index normal. Concomitant products included oral contraceptive nos for birth control. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("severe menstrual cramping / dysmenorrhea (cramping)"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), fatigue ("fatigue"), diverticulitis (seriousness criterion medically significant), irritable bowel syndrome ("ibs"), muscle spasms ("muscle spasms"), vaginal discharge ("vaginal discharge"), dyspareunia ("dyspareunia (painful sexual intercourse)"), dyspepsia ("digestive system condition") and gastrointestinal disorder ("gastrointestinal condition") and was found to have weight decreased ("weight loss"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), menorrhagia ("increased menstrual flow"), cystitis ("bladder infection"), urinary tract infection ("urinary tract infection"), vaginal infection ("vaginal infection"), ovarian cyst ("type cyst on ovaries"), pain in extremity ("left forearm pain"), nervous system disorder ("neurological condition or problem"), inflammation ("chronic inflammation") and weight loss poor ("weight gain and cant loose it"). The patient was treated with antibiotics and surgery (bilateral salpingectomy - removal of bilateral essures and operative laparoscopy, bilateral salpingectomy, removal of bilateral devices and lysis of adhesions). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, dysmenorrhoea, cystitis, urinary tract infection, vaginal infection, bladder disorder, urinary tract disorder, migraine, headache, nausea, fatigue, diverticulitis, irritable bowel syndrome, muscle spasms, ovarian cyst, vaginal discharge, weight decreased and pain in extremity had not resolved and the abdominal pain, menorrhagia, dyspareunia, dyspepsia, nervous system disorder, gastrointestinal disorder, inflammation and weight loss poor outcome was unknown. The reporter considered abdominal pain, bladder disorder, cystitis, diverticulitis, dysmenorrhoea, dyspareunia, dyspepsia, fatigue, gastrointestinal disorder, headache, inflammation, irritable bowel syndrome, menorrhagia, migraine, muscle spasms, nausea, nervous system disorder, ovarian cyst, pain in extremity, pelvic pain, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal infection, weight decreased and weight loss poor to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 18.9 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: results: essure confirm. Pregnancy test - on an unknown date: results: negative. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 20-mar-2020: social media received. New event chronic inflammation, weight gain was added. Reporter was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.